Event description:
Dealer alleged that the pilot valve is not shifting.per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve not shifting. Additonal malfunction was the tie wrap was broken.